Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion as located in a left leg vessel. A 182cm straight tip v-14 controlwire was selected for use and advanced to cross the lesion. However, during the procedure, the guidewire tip broke off inside the patient's body. The physician performed balloon angioplasty and stopped the procedure. The procedure was then completed with a different device. No patient complications were reported and the patient's status was fine.